Manufacturer narrative:
As reported, the bard/davol optifix straight fixation device did not fixate and deployed broken fastener while fixating at cooper¿s ligament. The subject device was returned for evaluation. Evaluation of the sample finds the cannula backup tabs and guide wire are bent. Functional evaluation of the sample resulted in the deployment of broken fasteners. Broken fasteners deploying and fixation issues is a known result of bent wires and damaged backup tabs. Based on the sample evaluation and investigation performed, the reported event is confirmed. The guide wire on the device is found to be bent from applied forces when in use while attempting to fixate near cooper's ligament as reported. Review of manufacturing records shows the product was manufactured to specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿

Event description:
As reported, during an unknown procedure on (B)(6) 2021, the bard/davol optifix straight fixation device was used to fixate mesh at the cooper¿s ligament. It was reported that the first three fasteners successfully fixated into the mesh, the 4th fastener could not fixate the mesh and the fifth fastener deployed broken. As reported, the loose and broken fasteners were removed from the patient's body. There was no reported patient injury.